Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set cannula kinked on 30-april-2024 after 3 or more hour of insertion. Infusion set has been used for 2 days. Insertion site was abdomen. Regularly rotate site location. The blood glucose level was 550 mg/dl and have moderate level of ketones. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Therefore, patient was treated with correction via bolus. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available